Event description:
Technical service representative of the manufacturer, while at customer site for verification of detection system sensitivity and symmetry, was reported a patient fall. The maintenance manager alleged that a patient felt after exiting the bed while the bed detection system was armed. It was further reported by healthcare professional that bed exit system was in alarm when they arrived, that the communication relays takes between 15 to 22 seconds and that there were no injury associated with the patient fall.